Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: only the event year is known. D2b: additional device product codes: hrs d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: the product was not returned to depuy synthes, however photos were provided for review. The affected part was not returned to monument. A photo was provided fir visual representation of the defect. The provided photo shows that the 2.7mm va lckng scr slf-tpng with t8 stardrive recess 14mm package was labeled on one side, has no holes or damage, all seals are intact, and there is no product contained in the package. Per the complaint description there was no screw in the unopened package. Review of the provided photos confirms no product is in sealed bag; therefore, the review supports the complaint's description of the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va lockscr ø2.4 self-tap l24 tan would contribute to the complained device issue. A product issue was identified during the investigation of the pictures provided. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: monument manufacturing date: 10-apr-2024 part number: 02.211.014, 2.7mm va lckng screw slf-tpng with t8 stardrive recess 14mm lot number: 14381p6 lot quantity: (B)(4). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿no screw in the unopened package¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, there was no screw inside the unopened package. The short ship/product was concealed short with an empty product package. No further details were provided. This report involves one 2.7mm va lckng screw slf-tpng with t8 stardrive recess 14mm. This is report 1 of 1 for (B)(4).